Event description:
The rptr states that the customer obtained a 529 mg/dl on the accu-chek advantage sys in comparison to a professional meter result of 107 mg/dl. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New sys went to customer and return requested.